Manufacturer narrative:
(B)(4). Date sent: 11/20/2025. Corrected data: h6 (component code, investigation findings, investigation conclusions), investigation summary: investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gcfrgd reload was received fully fired, with the pan partially dislodged from the left side and the pan was damaged (bent). No functional test was performed due to the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 839c16, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2025. D4: batch #839c16. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gcfrgd reload was received with no apparent damage, with an opened package, and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 839c16, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/04/2025. D4: batch #unk. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the staples were malformed after firing. Changed to another one to continue the procedure but the same problem happened again. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.